Event description:
The recipient is reportedly experiencing decreased performance. The recipient reportedly will not pursue revision surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will be managed by clinic protocols and will not pursue revision surgery at this time. The recipient continues to use the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was kinked and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed an electrode was broken within the electrode pocket. System lock was verified. The device passed some of the electrical tests performed. The scanning electron microscopy (sem) analysis of the electrode pocket revealed corrosion on some electrode wires. The device passed the mechanical test performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.